Event description:
Heavy bleeding, longer periods (mine use to be 3 days and now 7-18 days), pelvic pain, tired all the time, hair loss, rash on hands, very bad cramping, very bad bloating that will not go away, bowel movement issues, very bad discharge, painful sexual intercourse, hot flashes, dizziness, acid reflex (like I had when I was pregnant) very bad head pains. I have never ever had issues like this until the essure. (B)(4).